Manufacturer narrative:
The reported events were lead dislodgement, high pacing impedance and helix mechanism issue. The reported event of helix mechanism issue was confirmed but the reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned with the helix retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, helix could be extended and retracted with the helix extension length measured within specification. Electrical testing was normal. Visual inspection and x-ray examination of the lead were also normal except for the damage found consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the lead was sutured and connected to pulse generator, a rechecking showed the lead had high pacing impedance measurement. In addition, the lead had dislodged. Fluoroscopy was performed showed the helix had retracted back into the lead. The lead was not used, and a new lead was implanted. The patient was in stable condition.